Manufacturer narrative:
The insulin pump passed the self test and the displacement test. However, the insulin pump had a corroded battery tube. No exploded battery was noted. No moisture damage was noted. However, the insulin pump was received with cosmetic damage.

Event description:
It was reported that the customer was receiving low battery alerts and when the customer went to change the battery she noticed that the battery had exploded and there was acid leaking from the battery. Customer's blood glucose level at the time 80mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.